Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
(B)(4). Cartridge lot numbers: m122656, m021877, m021576, m021729, m021159, m021404, m021365, m021908, m015351, m022025.

Event description:
Quarterly summary report for alleged occlusion alarms. It was reported that an occlusion alarm occurred. Issue was resolved by clearing the alarm, changing supplies, switching to labeled insulin, or reverting to an alternate method of insulin therapy. There was no adverse effect.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.